Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. The representative then reinstalled the application software and the issue was specific to the patient cd being used. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, when loading a disc onto the navigation system, the system displayed wavy graphics and became unresponsive. The issue repeated when attempting to use other discs. Uninstalling and reinstalling the application software did not resolve the reported issue. The issue did not occur when used with a resin head. No additional information was provided. There was no patient present when this issue was identified.